Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was returned for examination, however, the photo provided confirms the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During implantation of femoral component attune femoral impactor broke into two pieces. Both pieces were recovered and discarded. No surgery delay. Removed instrument from field. Procedure successfully completed. Fragments generated were removed easily without additional intervention. No patient consequences.